Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of aneurysm enlargement (+5mm/36m), distal movement of the proximal extension (4mm), secondary endovascular procedure and a type 2 endoleak. As for the reported event of type 3a endoleak, there was not substantial evidence to support this event. The most likely cause of the movement of the proximal extension could not be determined. The final patient disposition was discharged on postoperative day one. There was no device related issue involving the type ii endoleak, seen on the angiogram done at 38 months post implant, the cautionary product use condition, patent lumbar arteries, likely contributed to the procedure-related harm of type ii endoleak. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2014, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2017, endologix was made aware of a type 3a and 2 endoleaks with sac growth. On (B)(6) 2017, the physician discovered migration of the extension during the secondary procedure. The physician elected to place another extension to resolve this reported event. The patient will be monitored. There have been no additional patient sequelae reported.